Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving lower readings from the adc device that were lower than they felt. The customer experienced symptoms described as dry mouth, sleepiness, respiratory discomfort, and difficulty walking. The customer was seen by a healthcare professional who obtained a blood glucose result "greater than 400 mg/dl" and administered insulin via infusion for treatment. There was no report of death or permanent injury associated with this event.